Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients lead had migrated. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2024, where the leads were explanted and replaced with a paddle lead along with a normal ipg replacement.